Event description:
It was reported by service report that the customer alleged that the zoom function on the stretcher was intermittent due to a cracked load cell weldment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: customer evaluated unit visually and functionally, and provided stryker service technician an image of the alleged damage. Load cell weldment. Replacement part was provided to customer, such that they repair the unit themselves.